Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely causes of the reported failures are due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during evaluation of the xenon light source power unit had fluid ingress and the lamp is not igniting properly. There is no patient involvement.